Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and sepsis which was manifested by low blood pressure. The cause of the events was unknown. It was unknown if the patient was hospitalized for the events. Treatment for the events was not reported. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. Treatment and outcome are unknown. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the patient was hospitalized for the sepsis event and ¿after that got peritonitis¿. The patient was treated with an injection of genam (500mg, route, frequency and duration not reported). Two days after hospitalization, the patient passed away. The cause of death was reported as due to a heart attack. It was not reported if an autopsy was performed. It was reported the patient was not recovered from the peritonitis prior to death. It was not reported if pd therapy was ongoing prior to death or if the patient was performing therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.